Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction was reported. It was reported via trial that during the procedure, following placement of the xience v stent in the proximal rca (no pre-dil - direct stenting only), there appeared to be a distal dissection. A second xience v stent was implanted. Thereafter, intracoronary angiograms revealed a 0% residual in that territory. Three days post procedure, the patient experienced worsening shortness of breath and chest pressure. No treatment reported. There is no further event or patient information at this time.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. Angina and dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting and are not necessarily indications of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. In this case, there was no report of any device malfunction during the time of the stent implants. The conclusive root cause for the reported patient effect, and the relationship to the devices, if any, cannot be determined.